Manufacturer narrative:
The product was not returned for evaluation. The reported complaint involves the sterility of a dropped device prior to use in the patient. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed.

Event description:
During preparation for a coil embolization procedure, a pod6 was inadvertently dropped on the floor. The pod6 was contaminated prior to use and, therefore, it was not used in the procedure. The procedure was completed using a ruby coil and a packing coil after the physician repositioned the catheter.